Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported proximal shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.50x20mm rx trek balloon dilatation catheter (bdc) was prepped with no issues however during insertion into the guiding catheter, the proximal shaft separated. No resistance was noted during insertion and no force applied. The device was removed and replaced with a new one. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.